Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lobectomy, while the device was being applied to the tissue, the surgeon could not fire completely and a noise was heard. It was noted that several staples did not form completely and that the staple line was incompletely distally. Another device was used to complete the case. There was no patient injury.